Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported the mesh was incomplete on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. The gears are worn. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the unit was confirmed to produce and incomplete mesh and have a worn gear. The gear, side plates, shoulder bolts, and 4 washers were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.